Event description:
It was reported to baxter (B)(4) that a home patient (hp), using a homechoice (hc) machine, said he needed assistance with his transfer set because he had fluid coming out. However, the hp then realized he didn't close his transfer set at the end of his therapy. The hp said he thinks most of the last fill volume (lfv) came out before he realized he didn't have his transfer set closed. The technical service representative (tsr) advised hp to contact his pd nurse at the hospital right away to notify them of this event. The hp understood and will contact his pd nurse. The hp stated there was no damage to the transfer set. No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information:there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The reported problem was confirmed, as it was reported that the hp forgot to close the transfer set after therapy. The root cause was determined to be a use error.a labeling review found the labeling adequate for this use error. The lot number was not provided, therefore no batch review could be performed.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.